Event description:
It was reported that an alarm code 1 was received during startup without handpiece connected. No further info is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center for a checkout. The complaint was confirmed. To correct the issue the main pcb was replaced. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.